Event description:
A report was received that the patient is having to frequently charging the ipg. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient is having to frequently charging the ipg. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
The explanted ipg passed visual and photographic imaging. The complaint of premature battery depletion was confirmed. Although the ipg passed all the functional tests, it exhibited excessive battery depletion due to high current leakage. The device profile indicates that the device depletion rate after the second charge (prior to the implant) was exceeding the limit. After the implant, it was depleting at alarming rate of 345 mv when the device was turned on. It appears that the device characteristics had been changed prior to the implant due to unknown reason. Troubleshooting to specific component level is impossible since both analog/digital ics are covered in the epoxy resin top.